Manufacturer narrative:
This is not an imaging diagnosis. Please refer to the acog guidelines with this recommendation "there are no clinical or imaging criteria sufficient to confirm the preoperative diagnosis of adnexal torsion" acog vol. 134. No. 2, august 2019 e56. So regardless of what is found on any imaging modality this should not exclusively guide clinical decision-making. Reasonable suspicion of torsion would be followed up with laparoscopic surgery. Additionally, the surgical report noted this patient has a history of torsion. The presence or absence of color is non-diagnostic. The study presets were reviewed and no system performance issues were noted. Reference # (B)(4).

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference #(B)(4).

Event description:
It was reported that the patient complained of pain in the ovaries and an ultrasound exam was performed. The submitter confirmed the patient only had one ovary. After the ultrasound of the ovary was completed, the sonographer diagnosed a torsion using color doppler. The patient was sent to surgery. However, after the surgery was completed, no torsion was found in the ovary. Based on available information, no other diagnostic tests (such as CT or MRI) were performed before the surgery, the surgery was done after the ultrasound exam.